Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported catheter ptfe (polytetrafluoroethylene) inner lining peeling cannot be determined.

Event description:
It was reported that the physician felt friction when advancing the guidewire in the subject microcatheter. He thought it has a problem with inner coating. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
This is 1 of the 2 reports. The subject device is not available.

Event description:
It was reported that the physician felt friction when advancing the guidewire in the subject microcatheter. He thought it has a problem with inner coating. No clinical consequences reported to the patient. No further information is available now.